Event description:
Pt had multiple hd catheters placed during her admission. Three of which used the cook medical micropuncture introducer set. Twelve days after the last procedure using the micropuncture set, the pt had a diagnostic CT scan of the abd/pelvis to assess for ascites. During this CT scan, a foreign body was inadvertently discovered in the right atrium. Once retrieved, the foreign body appeared to be a possible micropuncture set sheath. All three micropuncture sets used on the pt were of the same brand/model. All procedure we performed under fluro.